Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that it was reported that the anchor cracked when surgeon was malleting it into the bone. The surgeon retrieved the cracked piece from the patient and continued to screw the same anchor into the bone and completed the case. Case: shoulder rotator cuff repair. The quality of the bone was hard. Follow-up investigation: a small segment of the proximal portion of the anchor broke off during insertion and was subsequently resected into the waste canister by a motorized shaver device. The surgeon completed the procedure by continuing to insert the same partial anchor. Anchor was flush with the surface of the humerus. The surgeon did not alter his technique.